Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. Internal inspection was performed and passed. An external inspection revealed the instrument has one severely bent grip, causing misalignment of the grip-tips. There was a 1.50mm offset at the tips. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument tips were bent. There was no report of patient involvement or patient injury.